Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that the cell rinse line was partially blocked. The fse bleached the rinse mechanism lines and ran mechanical checks to monitor the performance. For verification a precision check and qc were completed and passed. The investigation is ongoing.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module for one patient. The initial result was 4.0 mg/dl, accompanied by a data flag. The repeat result was 8.0 mg/dl. The sample was repeated because of the repeat data flag. The repeat result was deemed to be correct.

Manufacturer narrative:
Additional calcium results were provided for another patient; it was not specified which result is the initial and the repeat result. Patient 2's results were 5.3 mg/dl and 8.6 mg/dl. The investigation determined that the service action resolved the issue.